Event description:
"The pt was sitting outside under a tree and the left front caster pulled out. The pt fell and was bruised." The nut in the frame of the walker leg stripped out. Appears the bolt came loose and the movement allowed the nut threads to errode.